Event description:
It was reported that the pulse generator was explanted and returned for evaluation.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found that the device was in backup vvi operation. Analysis of the device code found multiple bit flips. The device behavior is normal eri behavior.